Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-05-10. The rep reported that the cause of the high impedances was due to a patient fall. The rep reported that they weren¿t using any electrodes that were out and were able to get good pain coverage. The rep reported that the high impedances and lack of pain coverage were resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The rep reported that the patient was not getting pain coverage. The rep reported that electrode impedance testing was done at 3v: reference 0: all >40k ohms reference 1: good electrodes 3, 8-15 reference 2: all >40k ohms reference 3: >40k ohms on 2, 4, 5, 6, and 7 reference 4: all >40k ohms reference 5: all >40k ohms reference 6: all >40k ohms reference 7: all >40k ohms reference 8: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 9: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 10: >40k ohms on 2, 4, 5, 6, and 7 reference 11: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 12: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 13: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 14: >40k ohms on 0, 2, 4, 5, 6, and 7 reference 15: >40k ohms on 0, 2, 4, 5, 6, and 7 the rep reported that she reprogrammed the patient¿s device using electrodes 8, 9, 10 and 11. The rep reported that there was a patient fall that could be related to this issue. The rep reported that the patient was feeling comfortable stimulation with these contacts. No complications reported.

Manufacturer narrative:
Other applicable components are: lead (B)(4) and lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and manufacturer's representative reported that the patient had their leads replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they met with the patient on the date of this report and discussed options since impedances were out of range and the patient fell. The manufacturer representative stated that contracts 0-7, as well as contact 15, were greater than 10,000 ohms. It was indicated that the patient¿s healthcare provider (hcp) would likely replace the leads, but the manufacturer representative wanted to know if the implantable neurostimulator (ins) was still good. The longevity of the device was reviewed, as well as impedance intra-op testing options. It was noted that the date of the revision was unknown and that the hcp was only inquiring about options. No further complications were reported or anticipated.